Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during implant the lead exhibited loss of sensing and loss of capture. The lead was not used.